Manufacturer narrative:
(B)(4).

Event description:
The patient reported on the day of this call stated that the 9th day she has been pooping a lot. The event date was noted as (B)(6) 2015. The patient stated her symptoms has been bad. The patient synced with programmer and implantable neurostimulator (ins) was on and patient was at 5.8 v. It was noted that patient started having diarrhea about 10 days ago. It was later reported that therapy was found off program 1 at 5.8 v. The patient service walked patient through turning stimulation on and patient increased to 5.9 v and therapy was on presently. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.